Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the leak. It was reported that during device preparation, a leak at the lock lever of the clip delivery system (cds) handle was noted while flushing the device. This cds was not used in the patient. A new cds was prepared and used without further incident. There was no clinically significant delay in the procedure. No additional information was provided.